Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that an anomalous integrated circuit chip caused the reported loss of sensing.

Event description:
It was reported that there was loss of sensing. The pulse generator was pacing in voo mode. The device was explanted.